Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 2648920-2015-00059, 0001822565-2017-06587. Reported event was unable to be confirmed due to limited information received from the customer. The surgeon of this complaint's revision surgery discovered that the implanted tibial baseplate was "grossly loose" and that he "removed the baseplate without any difficulty". Other than the surgeon addressing issues of excess cement, excess tibia bone, and a second trial size, there were no complications. The operation notes did not include any comment as to why the tibial device was loose. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient was revised due to pain and loosening.